Event description:
Same case as MDR ID: 2134265-2014-07632. It was reported that a rotawire tip detachment occurred. The target lesion was located in the circumflex artery. A rotablator rotational atherectomy system and a 330 cm rotawire¿ and wireclip¿ torquer was selected and advanced to treat the target lesion. During procedure, a rotawire prolapse in the target lesion was noted. When the device was pulled out to exchange with a different wire, it was noted that the tip of the wire about 20 millimeters was broken off inside the artery. They stented over the wire to make sure that it was opposed up against the wall and would not move inside the artery. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).